Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that cracked adhesive at light guide lens and objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: cracked adhesive at light guide lens and objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.